Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: a sample was not obtained of the foreign material for testing. In addition, the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue due to degradation problem identified. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water supply had white residue in air/water channel. There was no patient involvement.